Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing issues. It was noted that intermittent capture, undersensing and overpacing were observed. Technical services (ts) reviewed, stating that recently this rv lead has had higher pacing output percentages. Reprogramming options were performed. This rv lead remains in service. No adverse patient effects were reported.